Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.

Event description:
It was reported that the device alarmed for ¿device malfunction 02¿ during operation, and all waveforms and parameters on the display screen froze without any change. The ventilator stopped, and the child's blood oxygen level dropped to 70%. After the device was turned off and restarted, it could continue ventilating. The user manually ventilated the child and promptly replaced the equipment with a backup. No patient injury reported.